Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observation of interrogation difficulty.

Event description:
It was reported that at the follow-up appointment, this implantable pacemaker was unable to be interrogated. The physician attempted to use multiple different programmers, but was still unable to establish a connection. A magnet was placed above the pocket, but no change was observed in the real-time electrocardiogram. The post-implant x-ray was reviewed, which confirmed normal system placement. Additionally, it was confirmed there had not been any recent magnetic resonance imaging (MRI), radiotherapy, nor physical trauma. Boston scientific technical services (ts) was contacted and recommended that the patient be hospitalized, pending a surgical replacement procedure. The patient was subsequently hospitalized, where this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker has been received for analysis.

Event description:
It was reported that at the follow-up appointment, this implantable pacemaker was unable to be interrogated. The physician attempted to use multiple different programmers, but was still unable to establish a connection. A magnet was placed above the pocket, but no change was observed in the real-time electrocardiogram. The post-implant x-ray was reviewed, which confirmed normal system placement. Additionally, it was confirmed there had not been any recent magnetic resonance imaging (MRI), radiotherapy, nor physical trauma. Boston scientific technical services (ts) was contacted and recommended that the patient be hospitalized, pending a surgical replacement procedure. The patient was subsequently hospitalized, where this device was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.